Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator stopped cycling while in patient use. The patient was transferred to another ventilator without any reported harm.